Event description:
Thank you for you assistance today. The reason I purchased this blood pressure monitor is because I had an essential blood pressure incident and like to monitor my blood pressure now. I am 59 yrs old. I bought the omron blood pressure monitor (B)(6) 2023 at store: (B)(6) omron I tried to use this monitor the same day I bought it. I was happy I had [4] aa batteries. I was the only user of unit. I tried a few times to use and each time the cuff over inflated causing pain. I tried to make cuff looser than the two fingers and also tried 3 and 4 fingers and each time machine over inflated causing pain. I sat at my desk to take the blood pressure measurement, sitting in a chair with feet on the floor and resting my arm on my desk for support. Using my left arm to take reading from. I was able to find a soft tape measure and my left bicep is 12 inches circumference. I started with 2 fingers between cuff and skin making sure tube was center of arm to monitor and making sure 1/2 inch space at crook of elbow and cuff at heart level. I hit "start" with my right hand fingers and cuff became progressively tighter and over inflating to a painful squeeze. I managed to suffer through and an error displayed. I tried again repositioning and then loosening cuff and same pain from over inflation. I tried 3 and 4 fingers to loosen cuff more and same painful attempt but hit "stop" button and when stop was not stopping fast enough I unwrapped cuff from bicep. I re-read directions again to see if some other adjustment was needed- their was none. I'm sorry I was not able to notice what numbers showed as I am not accustomed to look at monitor when taking blood pressure because I try to relax and that was not the case with this machine I had to hit either "stop" or the last few times unwrap before I was more seriously hurt. So I planned to return this product as defective- when I saw the injury to my arm. I realized I needed to report the incident. I knew this was not normal for a blood pressure monitor to hurt so much and hurt enough to cause bruising. I did not see a doctor for this bruise. My blood pressure fluctuates between 103 and 139 systolic and 64 to 81 diastolic. I do not have any bleeding disorders. I did experience bruising using this blood pressure monitor. I tried to use this blood pressure monitor until pain became so excruciatingly painful that I could not continue to hurt myself. My bicep was bruised with black and blue dotted lines from the center crook of my arm up about three inches in a straight line towards between shoulder and pit. I do not bruise without cause. This event did get my attention to report this to someone. The mark is still there and thankfully fainter. I would like a refund or a replacement for a blood pressure monitor that does not hurt or cause bruising and prefer the soft cuff. Friday after incident happened and monday I am pointing to where faint lines are. Box with serial # code. Receipt. I am reporting this because I am worried about elderly or someone who doesn't know this is not normal to be hurt by a blood pressure monitor. (B)(6) scanned by gmail sn (B)(6).